Event description:
It was reported that arteriotomy closure the right common femoral artery was attempted using a proglide device after an superficial femoral artery angioplasty procedure. Reportedly, after the needle plunger was retracted no suture was present; a cuff miss occurred. A second proglide device was used but with the same results. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: biotronik 018 balloon, guide wire: glide, inflation: cook, sheath: medtronic 6fr. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss was not confirmed; on device analysis it was observed that a link pull occurred at the posterior cuff which would look similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.